Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery alarm or blank display was noted. The insulin pump had a broken reservoir tube lip, cracked battery tube threads, a cracked case at the display window corners and minor scratches on the display window.

Event description:
Customer reported that he received a new battery cap and the insulin pump is still not working properly. Blood glucose valve is 102 mg/dl. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.